Event description:
It was reported that boston scientific technical services were contacted to review episodes of noise from a competitor right ventricular (rv) lead. It was noted that the noise was oversensed resulting in pacing inhibition greater than two seconds. The patient was pacemaker dependent, but did not suffer any adverse consequences as a result of the event. The physician attempted to recreate the noise in clinic with isometrics, but was unsuccessful. The device was reprogrammed to resolve the event and the patient was stable.